Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message. Also the system would not roll smoothly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris was adjusted and the casters were cleaned during the service call. The system was tested and found to be working as intended, and put back into service.